Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay and sample was collected on (B)(6) 2021 on a nasal swab. On the same day pcr confirmation testing on nasopharyngeal swab in transport media (platform :core lab) generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Completed investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1028549 with abbott diagnostics scarborough's limit of detection (lod) positive quality control x2 devices and negative control swabs x2 devices. The customer's complaint was replicated therefore further investigation was initiated. Additionally, the manufacturing records and quality control release testing were reviewed for kit part number 190-000 / lot 1028549 and test base part number 191-430 / lot 1028549. Four false positives were observed during qc testing which is acceptable per specifications. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing as expected. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided.